Event description:
It was reported that the system 9600 displayed "checksum error" upon initialization and was not operational. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced technique processor circuit board and static ram. The system was tested and found to be working as intended and placed back into service.